Event description:
It was reported that there were customer concerns, quality or product performance issues, or patient symptoms associated with the catheter. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) , product type: catheter. (B)(4).